Manufacturer narrative:
The physician postulated that annular rupture caused the acute hemorrhage, and external compressions subsequently dislocated the valve which contributed to the tear and caused massive paravalvular leak. Concomitantly, a hematoma of the aortic root may have caused complete av block and possible compression of the coronary arteries. Device not explanted.

Event description:
On (B)(6) 2017 a perceval xl 27 mm valve was implanted following complete decalcification of the annulus. The valve position was confirmed by echo immediately and one day following the operation. On post-operative day 1, the patient exhibited acute hemorrhage of 2 litres, followed by asystole. Resuscitation maneuvers were performed and showed pressure peaks during cardiac compressions, without diastolic pressures. Resuscitation was stopped after 90 minutes and the patient died. It was postulated that the acute hemorrhage was caused by annular rupture followed by secondary migration of the valve during external chest compression.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the review performed, no manufacturing deficits were identified. As the device was not available for return, no further investigation can be performed and it the root cause of the event remains unknown. The root cause of the initial bleeding is unidentified; however, based on perceval clinical experience it is understood that prolonged chest compressions can lead to valve dislocation, as reported in the instruction for use of perceval valve: ¿patients with an implanted perceval valve may experience valve deformation when emergency cardiovascular procedures, such as cardiopulmonary resuscitation (CPR), are administered post-implant. In such cases, an echocardiographic exam post-procedure is recommended, in order to verify the preserved position and function of the valve.¿